Manufacturer narrative:
The event occurred on an unspecified date "several months ago". Recall: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered after mixing and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between april 25, 2018 to april 27, 2018 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.